Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. Reservoir tube and battery tube were inspected and no white stuff anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 265 mg/dl. During troubleshooting for high blood glucose, it was found that drive support cap was loose. Customer was advised that insulin pump would need to be replaced.